Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and device dislocation ('migration/migration of essure device location of device in right broad ligament') in a 42-year-old female patient who had essure (batch no. 663256,685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, placenta previa, viral syndrome, multigravida, pain in joint, sebaceous cyst, chest discomfort, parity 3, muscle spasm, tobacco user, vitamin d deficiency, arthralgia and lower abdominal pain. Concurrent conditions included chest pain, cough, acute coronary syndrome, shortness of breath, pain in extremity, jaw pain, swollen glands and back pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, migration, perforation: uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2010: initially a bimanual exam was performed. Subsequently a speculum was introduced. After the cervix was prepped, a balloon catheter was inserted through the endocervical canal and into the uterus. Balloon was blown up. Contrast was injected. There is no evidence of opacification of either fallopian tube. Essure devices are seen. I believe that the cornu of the uterus on the left is not opacified well. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:dysmenorrhea,menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and medical records: reporters added. Product lot number added. Event vaginal bleeding,anxiety,depression were added. Medical history,concurrent condition,concomitant medication were added. Events start date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and device dislocation ('migration/migration of essure device location of device in right broad ligament') in a 42-year-old female patient who had essure (batch no. 663256,685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, placenta previa, viral syndrome, multigravida, pain in joint, sebaceous cyst, chest discomfort, parity 3, muscle spasm, tobacco user, vitamin d deficiency, arthralgia and lower abdominal pain. Concurrent conditions included chest pain, cough, acute coronary syndrome, shortness of breath, pain in extremity, jaw pain, swollen glands and back pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2010: initially a bimanual exam was performed. Subsequently a speculum was introduced. After the cervix was prepped, a balloon catheter was inserted through the endocervical canal and into the uterus. Balloon was blown up. Contrast was injected. There is no evidence of opacification of either fallopian tube.essure devices are seen. I believe that the cornu of the uterus on the left is not opacified well. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:dysmenorrhea,menorrhagia,pelvic pain. Lot number: 663256; manufacturing date: 2009/08; expiration date: 2012/08. Lot number: 685783; manufacturing date: 2009/10; expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, migration, perforation: uterus" were added. Outcome of events "pain, bleeding" were updated as recovered. Reporter information was added. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device dislocation ('migration/migration of essure device location of device in right broad ligament') and fallopian tube perforation ('perforation: fallopian tubes') in a 42-year-old female patient who had essure (batch no. 663256,685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, placenta previa, viral syndrome, multigravida, pain in joint, sebaceous cyst, chest discomfort, parity 3, muscle spasm, tobacco user, vitamin d deficiency, arthralgia and lower abdominal pain. Concurrent conditions included chest pain, cough, acute coronary syndrome, shortness of breath, pain in extremity, jaw pain, swollen glands and back pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel") and psychological trauma ("psych injury"). The patient was treated with surgery (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, allergy to metals, psychological trauma, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: nickel, migration, perforation: uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2010: initially a bimanual exam was performed. Subsequently a speculum was introduced. After the cervix was prepped, a balloon catheter was inserted through the endocervical canal and into the uterus. Ballon was blown up. Contrast was injected. There is no evidence of opacification of either fallopian tube.essure devices are seen. I believe that the cornu of the uterus on the left is not opacified well. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:dysmenorrhea,menorrhagia,pelvic pain lot number: 663256 manufacturing date: 2009/08 expiration date: 2012/08 lot number: 685783 manufacturing date: 2009/10 expiration date: 2012/10 most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added - fallopian tube perforation. Outcome of the events pertaining to bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.